Event description:
It was reported that this pacemaker was found to be in safety mode. There were concerns of premature battery depletion. Device replacement was recommended. Currently, this pacemaker remains in service, and no adverse patient effects were reported.